Event description:
Journal ref: hooper ak, okun ms, foote kd, et al. Clinical cases where lesion therapy was chosen over deep brain stimulation. Stereotact funct neurosurg. 2008;86(3):147-152. In this paper we review the experience of movement disorders ctr from july 2002 to june 2007, and we identify cases in which a multidisciplinary team opted for lesion therapy over dbs. We will review the rationale for lesions and report the clinical course and outcomes in these individual pts. We will also discuss potential indications for lesion therapy. Reportable event: a man with a 29 yr history of et and a previous dbs lead presented for eval of worsening tremor. After 7 yrs, he presented with his speech affected and tremors that resulted in marked disability. He also experienced periodic panic attacks and depression. An MRI of the brain revealed a left thalamic dbs lead with suboptimal placement. Surgery was scheduled to replace the lead; 2 weeks after replacement, he had left-side drainage from the head incision with infection. He had excellent tremor control, but the wound would not remain closed. It was then decided to remove the dbs sys and perform a thalamotomy. MFR of the dbs devices was not stated.